Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The representative then performed initial log analysis and found that the imaging system motion enable signal would not switch eligibility. As a result the representative replaced the pendant for the imaging system. The imaging system then passed the system checkout and was found to be fully functional. The pendant was returned to the manufacturer for analysis. The pendant was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Event description:
A medtronic representative reported that, while in a spinal fusion, the imaging system informed the user that they had to calibrate motion. The imaging system was then removed from being around the patient, calibration was performed and the case proceeded as scheduled. No additional information was provided. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.